Event description:
This report is being filed for clarification. The incident was originally included in MDR 1722028-2010-00126, but is being reported separately for clarity. A (B)(6) male and first time donor reportedly felt fine after the donation and stayed at the center for 10 minutes and drank water. While driving home, the donor began to feel ill, he pulled over and vomited about six times. The complainant was unwilling to provide donor ID info.

Manufacturer narrative:
(B)(4). Rdf analysis was performed for all three of the donors and the procedures reported to have had reactions. In all cases but one, there were no indications of issues with the procedure and the equipment operated as intended. In one case, the donor parameters were entered incorrectly, however, rdf analysis confirms that only 14mls of extra volume was taken. Further, analysis was performed using all rdfs we have for (B)(6) to determine if there have been any process changes that could have contributed to these reactions. A bit less than 25% of all donors run at (B)(6) have 14-15% of their blood taken/tbv. There does seem to be a slight upward trend in the % blood given/tbv when seen over the last 12 month period. No other trends or patterns were noted that could be contributing factors to these reactions. In the last 24 month period, there was only one other reported pt reaction from a procedure which was not related to an amap plasma procedure, as seen using a warp report for failure code. The DHR was reviewed for both (B)(4) and no problems were found. Conclusion: this type of reaction is anticipated for donors, but the outcome is usually not this severe.